Event description:
It was reported by a neurologist that a vns patient's programming settings were changed automatically from 30 seconds on time and 5 minutes off time to 30 seconds on time and 30 minutes off time. Good faith attempts to obtain more information have been unsuccessful to date.